Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where on occlusion troubleshooting indicated issue with the infusion set site which caused the occlusion alarm. This led to high blood glucose level and managed it with mdi (multiple daily injection).